Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection found the shaft of the device was bent and broken at the tip. The broken portion was not returned with the product for evaluation. The likely cause of this failure is the application of excessive force to the device. This is a technique dependent device. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical review of complaint data revealed no prior complaints for this lot number and failure mode. Additionally, a complaint history was conducted and the rate of failure was calculated to be 0.0147 percent. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implants size based on specific procedure and patient history. - do not use excessive force on instrument to avoid damage or breakage during use. - avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during surgery the prong on the distal end of the y-knot flex broke off in the anchor. The anchor pulled out after the removal of the driver and while attempting to settle it, the prong was noticed in the anchor knot. The procedure was completed with a new anchor. No patient injury was reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.